Event description:
It was reported that during a gastrectomy procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.